Event description:
Further follow-up indicates the patient had surgical intervention on 08oct2020, during which the existing lead was explanted and replaced. Issue resolved and therapy has been restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient have been experiencing pain at the lead site. As a result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up information received that the pain at the lead site has resolved.